Event description:
It was reported a matrix mid-face self-drilling 6mm screw twisted off the head. A piece was left in the patient and the patient status was reported to be good. The surgery was successfully completed with no delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.